Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removing the balloon from stent occurred. Vascular access was obtained from right arm. The (B)(6) stenosed target lesion was located in the moderately tortuous iliac in where an unspecified stent implanted. A 6.00mmx2.0mmx135cm peripheral cutting balloon (tm) was used for dilatation. When the device was delivered to the lesion, a slight resistance was noted, and the device was stuck with the stent. When dilatation was attempted to be performed at the distal site of the stent, it was noticed that the contrast media was leaking. Procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.